Manufacturer narrative:
On 07/09/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 30 april 2015: lot 1410994: (B)(4) item produced and released on 23 july 2014. No anomalies found related to the problem. Lot 1410999: (B)(4) item produced and released on (B)(4) 2014. No anomalies found related to the problem. On (B)(6) 2015 the (B)(4) made the following preliminary analysis: according to the event description it can be assumed that the torque limiting mechanism was for some reason blocked and did therefore not click. This blocking still allows the surgeon to firmly tighten the set screw in order to achieve a rigid construct. However, we do not have any evidence about the exact torque applied. In the past pedicle screw were tightened without torque limiter. The torque limiter were added to the system in order add an additional safety factor concerning the final locking of the products. Surgeons have usually a very good feeling how much torque to apply in order to fix construct. In addition he confirmed that he was able to achieve a rigid construct. Internal tightening test with the t-handles and a dynamometer attached should be performed in order to understand the torque applied if you ask various people to firmly tighten a screw. In addition worst case tightening tests should be performed with the instrument 9nm torque limiter ref (B)(4) to understand if unusual manipulation did lead to a blocking of the torque limiting mechanism.